Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03471 / 03473).

Event description:
Patient underwent a right knee revision procedure approximately eighteen months post-implantation due to unknown reasons.